Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. And a damage was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported issue was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 26-apr-2017. It was reported that lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was inserted into the blood vessel with the usual procedure. Image disappeared during manual imaging. It was set again, but the issue was not resolved. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed a damage in the femoral marker.